Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during arthroplasty on (B)(6) 2018, the stem extractor/guide bar broke. The stem extractor was hooked to the stem. Using the slap hammer and guide, the surgeon repeatedly struck the slap hammer against the back stop on the top of the guide. After several dozen strikes, the connecting screw attaching the stem extraction device and the slap hammer broke. The surgeon removed the implant head and left the stem in before closing. The patient was referred to a specialist. There was surgical delay of approximately one hour due to the extraction device breaking. Patient outcome is unknown. Concomitant devices: stem/guide (part: unknown, lot: unknown, quantity: 1); slap hammer (part: unknown, lot: unknown, quantity: 1). This report is for a stem extractor for guide bar. This is report 1 of 1 for (b)(4 .

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.